Event description:
Spontaneous communication from rn (B)(6) from prescriber's office; reports patient is using the quickset and her sites do not stay in very good, since patient stopped using skin prep due to skin reactions back in december. Report for skin reaction issue was already filed back in december. Md is requesting assistance with better supply options for patient's subcutaneous remodulin administration. No adverse event documented. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Unk; did we [MFR] replace the device? Unk; did the pt have a backup device they were able to switch to? Unk. Reported to (B)(6) by health professional.